Manufacturer narrative:
Batch review performed on 15 february 2021: lot 183913: (B)(4) items manufactured and released on 11-july-2018. Expiration date: 2023-07-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain 2 years 4 months after the primary and the cause of the pain is unknown. The surgeon revised the cup, head, and liner and added a sleeve. No osteointegration was found on the cup upon its removal. The surgery was completed successfully.